Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to ventricular arrhythmia on (B)(6) 2021. The patient presented to the emergency department with chest pain, shortness of breath, general weakness, fatigue, nausea and vomiting. The patient was found to be in ventricular tachycardia and was treated with medication and cardioversion from an implantable cardioverter-defibrillator (non-abbott product). The cardioversion brought the patient back to atrial flutter but they transitioned back to ventricular tachycardia. The patient underwent cardioversion 5 times in total with loss of consciousness requiring intubation. The family opted for comfort care and the patient progressed to cardiac arrest shortly after extubation. The death was not considered to be device related, and the arrhythmia was suspected to have been caused by the patient's cocaine use, which was confirmed to be the cause of the patient's symptoms of chest pain, shortness of breath, general weakness, fatigue, nausea and vomiting. The device operated as expected. The device was not explanted and will not be returned for investigation.

Manufacturer narrative:
Main investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined during this evaluation. The account stated that the reported events were due to the patient¿s cocaine usage/substance overdose. The heartmate 3 lvas IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including arrhythmia and death. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including arrhythmia and death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.